Event description:
Supplemental report is being submitted as a cancellation report following the receipt of cancellation confirmation based on engineering and clinical input on 10 oct 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the receipt of cancellation confirmation based on engineering and clinical input on 10 oct 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Off label gastrointestinal aes 14: esophageal erosion 3.0% (1/33) [1], esophageal ulceration 3.0% (1/33) [1], perforation 6.1% (2/33) [2], vomiting 3.0% (1/33) [1], a new distal fistula is detected and the stent is repositioned to cover it 3.0% (1/33) [1], bowel obstruction 3.0% (1/33) [1], cavity secondary to abscess at anastomosis 3.0% (1/33) [1], duodenal fistula 3.0% (1/33) [1], esophageal bleeding 3.0% (1/33) [1], esophageal cavity adjacent to the stomach connected by a tube of about 5 cm 3.0% (1/33) [1], obstructed prosthesis 3.0% (1/33) [1], small ulceration at the distal end of the stent 3.0% (1/33) [1], subphrenic abscessa 3.0% (1/33) [1], total obstruction approximately 9 cm distal to the stent 3.0% (1/33) [1]. Off label respiratory/thoracic/mediastinal 2: mediastinitis 3.0% (1/33) [1], pneumonia 3.0% (1/33) [1]. No information provided in pmcf study.